Event description:
The patient reported being hospitalized in a psych ward for 2 weeks after her doctor changed her pump medication to prialt. The pump began alarming during the 2nd week in the ward; reportedly, the doctor did not answer the patient's calls for help. The pump was refilled after the patient left the ward. The patient reported fentanyl, clonidine, baclofen and morphine were in the pump. She did not get pain relief despite several dose increases. She reported acute pain, difficulty walking and tingling and needed to use a walker for the last 6 weeks. The patient was at home at the time of the call and reported her status as fair. The patient was redirected to contact her hcp and was provided a physician listing. The hcp was contacted and reported the patient was receiving compounded baclofen 150 mcg/ml with a daily dose of 60.29 mcg. In addition to this, she had fentanyl, clonidine and bupivicaine in her pump. She stated patient was in on 12/4/07 for a pump refill and told them that her pain had actually improved since adjustments were made (patient now receiving flex dosing based on when pain is occurring during the day) and tingling has decreased. As far as using a walker, the hcp stated the patient has been using a walker for a long time, even before the problems with prialt. No device troubleshooting had been done as the md did not see any problems with the device. They were working on adjusting the dose for the best pain control for this patient.